Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: rupture: observed, broken assessed as surgical impact. Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure non-penetrating nick , crease and particle completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture, capsular contracture baker grade iii, and exchange of textured device due to patient's concern with product. Healthcare professional reported later by physician note "capsular contracture baker grade I". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient reported, right side rupture. Healthcare professional, later confirmed, right side rupture, capsular contracture, baker grade iii. And exchange of textured device, due to patient's concern with product. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture, capsular contracture baker grade iii, and exchange of textured device due to patient's concern with product. Healthcare professional reported later by physician note "capsular contracture baker grade I". Device has been explanted and replaced.